Event description:
It was reported that there was "occasional poor screen response when pressed." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.